Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) with atrial therapies displayed several episodes of noise on the rate/sense and shock electrogram. The impedance measurments were normal and stable. The noise was not able to be recreated. The device had been implanted 2 years. The system was investigated invasively, and the high voltage leads were reversed in the header. The implantable cardioverter defibrillator (ICD) was explanted prophylactically and replaced with another guidant ICD due to the recall advisory.